Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.